Event description:
The complainant is an insulin dependent diabetic. She indicates that her glucometer dex system is reading higher when compared to another system. A recent example glucometer dex 172 mg/dl, while the other system gave readings of 54, 50, and 60 mg/dl. Based on the dex reading the complainant took an incorrect dosage of insulin which resulted in a hypoglycemic episode. The complainant was taken to the hosp for treatment.